Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check belt alarms and cables were damaged on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode sn (B)(4) has been completed. The reported problem (check belt alarms, damaged cable) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaged wires. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained cable. The pt rec'd a replacement electrode belt.